Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation when the lens was inserted about 1/3rd into the eye a crack was noticed on the lens and the end of the lens just broke off and fell into the eye. The broken pieces of the lens were removed from the eye in the same procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The optic was torn/split/cracked and cut from edge past center. The damaged observed, is typical of insertion and removal. Associated products were not provided. It is unknown, if the qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes. And the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded, that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).